Event description:
Haemonetics received a complaint on (B)(6) 2012 for an orthopat with the description "no power probable spill." No pt/operator injury associated.

Manufacturer narrative:
The device was not returned for eval. Based on the description of probable spill and the potential for harm due to spill on electrical components, this report is being filed. A follow-up report will be sent when the device is returned and the eval is complete. (B)(4).